Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers did not open and screen was frozen at countback page. The technical support specialist (tss) remoted in, closed and relaunched the application, and found the drawers offline. Customer toggled the drawer power switch and rebooted the machine, after which the drawers came back online. Customer was able to log in and issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers would not open and the screen was frozen on the countback page. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.